Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the insulin flow block alarm. Customer was assisted with troubleshooting. Customer stated the tubing was not bent or kinked. Customer states the tubing is not bent or kinked. Customer had issues with no delivery and replaced reservoirs. The insulin pump will not be returned for analysis.